Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. No records of follow-up through 2 years post implant were available. It was reported that, the stent graft has migrated approx 5 to 7.5 mm from its position recorded 2 years ago; however, there was no type 1 endoleak present. The stent graft is 20 mm below the level of the renal arteries. Currently, the aneurysm is 36 mm in diameter; the aortic neck is 23 - 25 mm in diameter below the renal arteries with 60 degree angulation. It was also reported that the device migration is likely due to poor distal fixation bilaterally. Two aneurx cuffs were implanted proximally to repair the migration; however, one of the pt renal arteries was occluded. Attempts to pull the stent graft down with a reliant balloon and attempt to place a stent were unsuccessful. The pt was sent to surgery to perform a renal artery by-pass. An iliac stent graft was implanted distally in the right iliac artery. No add'l clinical sequelae were reported.

Manufacturer narrative:
Results: inherent risk of procedure (migration, arterial and venous occlusion). Pt's condition affected effectiveness of device (angulated and dilated aortic neck). Conclusion: device failure/lack of effectiveness related to pt's condition (angulated and dilated aortic neck).